Manufacturer narrative:
This device is pending return for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), a 90 cm. Saber 5 mm. X 10 cm.? Balloon catheter (bc) was delivered to the calcified lesion, inflated, and ruptured at 8 atmospheres. The product was exchanged for another saber bc. The procedure finished successfully, and there was no reported patient injury. The target lesion was the superficial femoral artery. The vessel level of tortuousness, calcification, and rate of stenosis were unknown. The product was clinically used, and it will be returned for analysis. Additional information has been received. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. The balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, and no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional investigational questions were answered as unknown.

Manufacturer narrative:
Complaint conclusion-during a percutaneous transluminal angioplasty (pta), a 90 cm. Saber 5 mm. X 10 cm. Balloon catheter (bc) was delivered to the calcified lesion, inflated, and ruptured at eight atmospheres (8 atm). The product was exchanged for another saber bc. The procedure finished successfully, and there was no reported patient injury. The target lesion was the superficial femoral artery. The vessel level of tortuousness, calcification, and rate of stenosis were unknown. Additional information has been received. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. The balloon was removed in one piece from the patient when the catheter was removed. There was no difficulty removing the product from the hoop, and no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional investigational questions were answered as unknown.   The device was not returned for analysis. A device history record (DHR) review of lot 17477333 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.  If the product or additional information is received at a later date, the file will be re-opened to process accordingly.